Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose level went into the 400 mg/dl. The customer was treated with bolus. The customer declined troubleshoot for high blood glucose levels. Customer got the alert no delivery. Troubleshoot was performed for no delivery alarm and customer reports got a no delivery during his normal pump therapy. Customer did a manual prime himself before calling and the insulin exited. The customer was free of air bubbles. The product will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Pump failed seating test due to faulty force sensor resistor .unable to perform occlusion test, excessive no delivery test.